Manufacturer narrative:
Due to character restrictions, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, cardiosave intra-aortic balloon pump (iabp) failed the membrane test in all manifold tests, and no casualties were reported.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d5,d10,e2,e3,e4,g2,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,health effect ¿ impact codes),h11 corrected fields:h6(medical device ¿ problem code). After the safety disk was reinstalled, the problem disappeared. This action is completed at the same time as the software recall and upgrade.

Event description:
It was reported that during inspection, cardiosave intra-aortic balloon pump (iabp) failed the membrane test in all manifold tests. There was no patient involved and no casualties were reported.